Manufacturer narrative:
Device return receipt date is not available at this time. The device was returned to olympus for evaluation, and the customer's allegation was confirmed, during the inspection and the evaluation the nozzle has foreign objects due to insufficient cleaning. Additional evaluation findings were as follows: due to clogging of nozzle, water supply volume does not meet the standard value, scope-connector, protector of universal cord on scope connector side, protector of universal cord on control section side, universal cord, image guide protector, the grip, the suction cover, the switch box, scope connector cover unit, free/engage knob, up/down knob, the right/light knob, the control unit, the adhesive on bending section cover, the lock engagement lever all has a scratch, the suction cylinder is shaved, the control unit has discoloration, due to clogging of nozzle, water removal ability does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, and due to wear of angle wire, bending angle in up direction does not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect for the subject event in: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function (a) inspection of the water feeding 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the evis lucera elite gastrointestinal videoscope had poor water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.